Event description:
It was reported that the patient underwent a sling procedure in 2003. Post operatively patient was unable to void for 6 weeks and require self-catheterization. After 6 weeks patient was able to void but only manage a small stream. The patient continues to self-cath every 3 hours.